Event description:
It was reported that the system had a precharge error. This error could prevent the system from booting up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested, found to be working as intended, and put back into service.